Manufacturer narrative:
During an internal review on april 23, 2019, it was noted that ¿ manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿manufacturer address street line 1¿ has been re-populated. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Investigation summary: the device was visually inspected, and reddish material was observed inside the pebax, no internal parts were observed. Then, deflection test was performed, and it was found within specifications, the catheter was deflecting correctly. Then, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage and a hole on the pebax surface. Is possible that damage was caused by an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint regarding the deflection issue was not confirmed, however, the blood inside the catheter was confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device however, this cannot be conclusively determined. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and it was reported that the catheter "acted funny" and the distal tip had blood inside the catheter. The catheter was wiped down and the blood remained. The catheter was replaced, and the issue resolved. The procedure was completed successfully. There was no patient consequence. On february 1, 2019, additional information was received, and it was reported that when the physician looked under x-ray, it showed that the curve of the ablation tip was deflected upwards, which is not typical of its normal behavior when not deflected with the handle. A st. Jude sl1 8.5 fr sheath was used during the procedure. The biosense webster, inc. Product analysis lab received the device for evaluation on february 5, 2019 and it was reported that there was reddish material in pebax sleeve and there were no internal parts exposed. The issue of foreign material inside the pebax - no external damage and curve inadequate were assessed as not reportable events. The biosense webster, inc. Product analysis lab completed additional testing on march 8, 2019. The scanning electron microscope (sem) analysis showed evidence of mechanical damage and a hole on the pebax surface. It is possible that damage was caused by an unknown object. No other anomalies were observed. The issue of foreign material inside the pebax - external damage was assessed as a reportable event.